Manufacturer narrative:
The lot/device manufacturing records were reviewed and found to be acceptable. The results of analysis conducted by the hospital were requested however we have not received them.

Event description:
A report from a user facility in (B)(6) stated that dr (B)(6) observed a particle during phaco. The particle was retrieved and sent for independent analysis by the hospital. To date, the results of the analysis have not been provided. There was no report of injury or consequences to the patient.